Event description:
It was reported the device had cassette issues. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device was intact. Investigation clarified the actual error was cassette not attached properly. The customer stated problem was confirmed. The dso (downstream occlusion sensor) failed calibration. The dso was replaced during repair, also cleaned and put grease on the cassette pins. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.